Event description:
It was reported that while inserting the interbody device into the disc space the implant cracked at the posterior end. The damaged implant was removed and a new one was inserted with no further complications. No pt complications were reported.

Manufacturer narrative:
(B)(4). The device returned to medtronic for eval. Visual examination determined the crack initiated at the end of the implant holder's threaded shaft. The asymmetry of the crack is consistent with asymmetrical loading of the holding thread during impaction of the cage. A review of the device history records found no documentation to indicate a non-conformance to spec.